Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the surgeon was opening the product, he noticed the broken c clip. Therefore, he used a spare centrax instead of it."